Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Information for use states in precautions and observations: small amounts of moisture or seepage around the catheter is anticipated. To avoid skin irritation, initiate an appropriate institutional skin care protocol. At minimum, the skin should be kept clean, dry and protected with a moisture barrier product. As with the use of any rectal device, the following adverse events could occur: leakage of stool around the device. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa. Peri-anal skin breakdown. Temporary loss of anal sphincter muscle tone. Infection. Bowel obstruction. Perforation of the bowel. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Height: (B)(6). Reported to the FDA on august 12, 2016. (B)(4)

Event description:
Complaint received from a nurse reported a patient developed a full-thickness perianal erosion with the device in place to manage liquid stool. Reporter stated that the device had been in place for twenty-four (24 days and the retention balloon was inflated with 38 ml of fluid. The patient had been in hospital for eleven (11) days and had no skin breakdown prior to the device insertion. Reporter stated that no moisture barrier was applied to the perianal area before inserting the device. The erosion area measures 2cm x 1.5cm with no depth and yellow slough in the wound bed. The device was removed after the erosion was noted. At that time, treatment with calmoseptine ointment was started. However, the patient continued to experience diarrhea so another device was inserted four days later and treatment with calmoseptine ointment continues. Patient is non-responsive and ventilator dependent and is turned and repositioned every two (2) hours. Patient remains hospitalized, with persistent obtundation. The device has been discontinued and the erosion is resolving.